Manufacturer narrative:
The insulin pump was received with operating currents within spec. Device passed there wind basic occlusion test, prime test and displacement test. However, the device was received stuck in the motor error loop during bolus basal delivery. Unable to confirmed error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected duringour testing. Unable to perform unexpected restart alarm error test, occlusion test and excessive no delivery test due to motor motor error alarms. Unit received with scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 143 mg/dl. Troubleshooting was performed. The device was returned for analysis.